Event description:
A malfunction alarm was reported that caused the customer's blood glucose level to exceed 500 mg/dl. The customer managed the high blood glucose by administering a correction injection using multiple daily injections and did not require third-party assistance. The pump was confirmed to be under warranty, and technical support arranged for its replacement. Additionally, instructions were given to the customer on how to store and return the defective pump, which the customer acknowledged and understood.